Event description:
The prograsp forceps instrument was returned without any allegations of malfunction. No other information was obtained.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found that one grip cable on one side of the distal clevis was derailed from the distal idler pulleys. The yaw motion was not intuitive as a result. The other cables at the wrist were undamaged. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.